Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 230 mg/dl lasting approximately three hours after a cartridge and infusion set change, without alarms, backup therapy, or professional medical intervention, and with no ketone testing performed. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included non-serious effects and no long-term impairment or disability. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed probable infusion site absorption issues given reported scar tissue, although no visible site leakage or bent cannula was observed, and blood glucose improved to 149 mg/dl after changing all supplies. It was concluded that the event involved hyperglycemia with cause unclear, with user education provided on site changes and monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.